Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the inserter was examined after the case, the threads appeared worn. The threads are fractured in two places. There was no known impact or consequences to the patient. It was reported that no further information is available.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the returned product identified the device had fractured in two places on the threaded tip. There is damage to the threads and a wear mark along the shaft of the device. The fracture surface features of the threaded inserter align with those reported in zrm_wa_0491_18 summary of failure analysis of threaded inserter tip fractures. The common failure mode for the threaded inserter tips presented in this summary is bending overload of the threaded tip, some of which may have also had minimal threads engaged at the time of fracture. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device having damaged/fractured threads. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.